Event description:
The customer reported clear fluid, with a trace of blood, leaked under the manual sampling probe, under the wash block area, and onto the counter during quality control (qc) involving the coulter lh 750 hematology analyzer. The customer stated the leak occurred only in manual mode. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid. The operator did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the yellow stripe tubing, which carries the waste from the backwash cycle of the probe to the waste chamber, had come off at the lower end of the probe wipe block. The fse replaced the tubing and resolved the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).